Event description:
Report received of no audible alarm. The customer reported that the pump was delivering an unspecified concentration of heparin. No programming parameters were provided. At an unspecified time, the nurse noted that the display was "flashing" and the device was in an unspecified alarm condition, but the pump was not sounding an audible alarm tone. At that time the nurse turned the volume setting to the "high" position and the pump began to sound an audible alarm tone. The alarm condition was "cleared" and the therapy was continued. At a later unspecified time, the nurse again noted that the pump was "flashing" and the device was in an unspecified alarm condition, but the pump was not sounding an audible alarm tone. The reporter stated that it is unknown how long the device was in the alarm condition. The device was removed from clinical service and therapy was resumed using a replacement device. There were no reported adverse pt effects. Druing testing at the user facility, the device did not sound an audible alarm tone while on the low volume setting.